Event description:
Hospital staff report that during a cardiac arrest, an attempt was made to use the device and it would not turn on. A back up device was made available and used to continue care to the patient. The patient's outcome was not reported. Medtronic received no report of adverse affects to the patient as a result of device operation.